Event description:
It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). During preparation of the xtr mitraclip, a lot of fluid was observed to be coming out of the delivery catheter (dc) handle where the gripper lever comes out; this fluid was noted when the gripper lever was pulled back to raise the grippers. When the gripper lever was pushed back in, the fluids stopped. When it was pulled back out, the fluids started to come out again. The gripper cap was screwed on tight, so it wasn't the source of the leak. The source of the leak was somewhere inside the dc handle. It was decided at that time to stop prep of that xtr mitraclip and open a second xtr mitraclip. There was no patient involvement with this device. The second xtr mitraclip was implanted without issue. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported leak was confirmed via returned device analysis and observed the dc handle body seal to be damaged and not properly seated inside the slot of the handle body. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported leak appears to be related to the identified damaged handle body seal and seal not properly seated in the handle body. The damaged seal and seal not properly seated in the handle body appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the device leak. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). During preparation of the xtr mitraclip, a lot of fluid was observed to be coming out of the delivery catheter (dc) handle where the gripper lever comes out; this fluid was noted when the gripper lever was pulled back to raise the grippers. When the gripper lever was pushed back in, the fluids stopped. When it was pulled back out, the fluids started to come out again. The gripper cap was screwed on tight, so it wasn't the source of the leak. The source of the leak was somewhere inside the dc handle. It was decided at that time to stop prep of that xtr mitraclip and open a second xtr mitraclip. There was no patient involvement with this device. The second xtr mitraclip was implanted without issue. No additional information was provided.